Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and subsequent treatment appear to be related to circumstances of the procedure. The patient effect of tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
Envision ide study. Patient ID #: (B)(6). It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of three prostyle devices were successfully placed. The tavi procedure was completed using the same 14f sheath. Reportedly post procedure, the three devices functioned as intended, but failed to achieve hemostasis. A laceration of the artery was noted. A stent graft was used to treat the vessel and achieve hemostasis. There is no reported clinically significant delay in the procedure or therapy. No additional information was provided.